Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that there was "more of a stoppage happening for a short period of time in (B)(6) 2017. The patient also reported no change that may have led to the device issues. The patient also reported they just kept trying to "make it work correctly and eventually it did". The over stimulation and the issue with the device not working as well as before has been resolved. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) didn't seem to be working as well as before. The patient mentioned that they were still taking medicine for their back pain and that they have had their ins reprogrammed. The patient clarified that there were just ¿normal changes¿ and that their issues didn't start until a month prior to the date of this report. It was further reported that when the patient wanted stimulation to go lower, it would tend to go higher. The patient stated that they wanted to lower stimulation because it felt too high and would happen in any position they were in. The patient stated that they tried changing the settings once, but it hurt so bad that they were screaming. It was noted that the patient normally uses adaptive stimulation (as). A quick guide was sent to the patient and they were to follow up with their healthcare provider (hcp) for further guidance. No further complications were reported or anticipated. Indications for use are non-malignant pain and post lumbar laminectomy syndrome.